Event description:
Pt developed complete heart block during ptca procedure for right inferior blockage. During placement of the pacing catheter, the right ventricular wall was perforated, resulting in cardiac tamponade. Tamponade was treated emergently with median sternotomy to remove the catheter and repair the ventricular wall.